Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient indicated the implantable pulse generator (ipg) has been painful since implantation. Patient stated that the device is slated to be removed at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The patient's weight was obtained via follow-up and has been provided.